Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "one case had to be brought back on a different day to treat". Product problem(s): "swivel bed would not move all the way to the right for treating patient's left eye" (device stops intermittently). An ophthalmic technician reports that the swivel bed would not move all the way to the right for treating the patient's left eye. They attempted rebooting, swiveling the bed out and in with no success. One patient had to be brought back on a different day to treat the left eye and the rest of the surgery day was canceled. Additional information has been requested.